Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patient was having difficulty charging the implantable pulse generator. The patient underwent an explant procedure where all devices were removed and will not be return as it was not allowed by the hospital.